Manufacturer narrative:
The vyaire's field service representative (fsr) went on-site to evaluate the suspect device. The fsr was able to confirm the reported event and determined the most likely cause of the issue is the front panel assembly. After replacing the front panel assembly, the issue was resolved. The fsr performed the operational verification procedure and reported the device passed all testing. The suspect component was returned for further evaluation. Once a final investigation is completed, a supplemental report will be submitted.

Event description:
The customer reported that their vela ventilator was being used on a patient when the screen became blank, but the unit was still functional. The customer reported that patient was involved, but no patient harm.

Manufacturer narrative:
The reported complaint was able to be confirmed and duplicated. Backlight inverter is failing and the front panel had fluid ingress. This issue will be internally investigated within vyaire.